Event description:
Patient allegedly received an implant on (B)(6) 2011 due to bilateral lower extremity deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, organ perforation (one medial strut perforates the ivc wall 26mm and is embedded in the aorta and one posterior strut perforates the ivc wall 25mm and contacts the right iliac artery) and the device is unable to be retrieved. Patient notes and further alleges "back pains" and limited ability to participate in physical activity. Additionally, patient notes medication for current blood clots. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2011: "catheter was exchanged for a delivery sheath. This was used to place a cook celect retrievable ivc filter in the immediate infrarenal ivc". Per a CT (computed tomography) of the abdomen and pelvis dated (B)(6) 2019: "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. Note there are only four vertebral bodies. The ivc filter is severely tilted laterally and posteriorly and the hook contacts the ivc wall. The ivc is severely scarred down and narrowed at the level of the ivc filter. The ivc is normal caliber superior and inferior to the filter. All the struts of the ivc filter perforate the ivc up to 26mm. Three (3) anterior struts perforate the ivc wall 13mm, 14mm, and 23mm and reside within the soft tissues. One (1) medial strut perforates the ivc wall 26mm and is embedded is[sic] the aorta. One (1) medial strut perforates the ivc wall 16mm and resides within the soft tissues. One (1) medial strut is malaligned [sic] superior to the filter and perforates the ivc wall 10mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 25mm and contacts the right iliac artery. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. (Device code): appropriate term/code not available (3191) for device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation/organ perforation, blood clots, vena cava (vc) stenosis, tilt, embedded, unable to retrieve, back pain and limited physical ability. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported blood clots, back pain and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.